Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation.

Event description:
It was reported that during a transseptal procedure, the physician noticed a pericardial effusion via the acunav catheter. It was noted that there were no changes to the patient's vital signs prior to the discovery. A pericardiocentesis was performed and the patient was in stable condition. It was also noted that the patient had a previously documented pericardial effusion prior to the case. Per the physician, it is uncertain whether the original effusion was exacerbated or if this was a new pericardial effusion. No additional information was provided.